Event description:
This lead was capped and replaced due to lead not functioning appropriately due to placement. A new lv lead was placed in the correct cardiac vein. The patient felt immediately better. He said it was the first night in 6 years that he was able to sleep through the night without gasping for air. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.